Event description:
Additional information received from the manufacturer¿s representative (rep) reported the cause of the implant being off wasn¿t known but the patient¿s wife commented the patient was ¿playing with the programmer¿ and they suspected they turned themselves off, but it wasn¿t known. The charge wasn¿t low as it showed to be at 75% when they turned it back on. It was unknown if the patient was still in the hospital, but after their device was turned on their disabling tremor stopped within seconds.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that for the last 2 weeks the patient has been falling a lot. Yesterday, the caller said the patient kept pushing backwards and was stiff as they were trying to get the patient out of the loveseat. The caller did not know if the patient's symptoms were related to the device/therapy. The patient was admitted to the emergency room (ER) yesterday. Caller added that about 5 days ago they noticed the wireless recharger (wr) cord was very loose when plugged into the dock. As a result, the wr would not fully charge. The wr was on the dock for 2 days but only progressed one bar. There was no damage found to the dock or wr cord. A replacement charging dock was sent. The manufacturer representative (rep) visited the patient in the hospital today and discovered that the patient's implant was turned off. The rep turned the implant back on. The caller stated that the patient is still in the hospital. Caller thinks that the implant has been off for two weeks as the patient has been having problems for the last couple of weeks. Last wednesday the programmer didn't show that the implant was turned off. The physician was unable to get the programmer to register to the device and thinks it's not working. The physician had to use another piece of equipment to see the implant was turned off. Caller replaced the batteries but issue persisted. A replacement programmer was sent.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.